Manufacturer narrative:
There was no product malfunction suggested or identified therefore no product was returned. No radiographs or images were provided so the complaint could not be confirmed. Review of the information from the study report communications noted the deep vein thrombosis was identified five years after the placement procedure and highly unlikely to be related to the original procedure, there was no indication or allegation that a nuvasive device caused or contributed to the event and it is considered the result of patient related factors. No additional investigation required. Labeling review: "warnings simplify® cervical artificial disc should only be used by surgeons who are experienced with anterior cervical spinal procedures and have undergone hands-on training in the use of this device. Only surgeons who are familiar with simplify® cervical artificial disc components, instruments, procedure, clinical applications, biomechanics, adverse events (aes), and risks associated with simplify® cervical artificial disc should use this device. A lack of adequate experience and/or training may lead to a higher incidence of aes, including neurological complications. Correct selection of the appropriate implant size and correct placement of simplify® cervical artificial disc are essential to ensure proper performance and functioning of the device. Information regarding implant size selection and correct implant placement is provided in the simplify® cervical artificial disc surgical technique guide...due to the proximity of vascular structures, neurological structures, and major organ systems to the implantation site, there are risks of serious or fatal hemorrhage and risks of neurological damage and/or injury to adjacent organs with the use of simplify® cervical artificial disc. Care must be taken to identify and protect these structures..." "Preoperative...patient selection is extremely important. In selecting patients for a total disc replacement, the following factors can be of extreme importance to the success of the procedure: the patient¿s occupation or activity level; a condition of senility, mental illness, alcoholism or drug abuse; certain degenerative diseases that may be so advanced at the time of implantation that the expected useful life of the device is substantially decreased, and medical conditions that may affect postoperative management, such as alzheimer¿s disease and emphysema. The patient should be informed of the potential adverse effects (risks/complications) contained in this insert(see safety results / aes). Information on the proper implant site preparation, implant size selection, and the use of surgical instrumentation for the simplify® cervical artificial disc is provided in the surgical technique guide and should be reviewed prior to surgery. Preoperative planning may be used to estimate the required implant size and to assure that the appropriate range of sizes is available for surgery. Correct selection of the appropriate implant sizes is extremely important to assure the placement and function of the disc. The procedure should not take place if the appropriate range of sizes are not available..." "Intraoperative...take care not to over-distract the disc space. Excessive removal of endplate cortical bone may result in sub-optimal outcomes..." "Postoperative: patients should be instructed in postoperative care procedures and should be advised of the importance of adhering to these procedures for successful treatment with the device. Heavy lifting (greater than 20lbs) should be avoided for 6 weeks, and impact sports should be avoided for 3 months. Potential adverse effects of device on health below is a list of the potential adverse effects (e.g., complications) identified from the simplify® cervical artificial disc clinical study results, approved device labeling for other cervical total disc replacement devices, and published scientific literature including: (1) those associated with any general surgical procedure; (2) those associated with anterior cervical spine surgery; and (3) those associated with a cervical artificial disc device, including the simplify® cervical artificial disc. In addition to the risks listed below, there is also the risk that surgery may not be effective in relieving symptoms or may cause worsening of symptoms. Additional surgery may be required to correct some of the adverse effects." "General surgery risks general surgical risks are, but may not be limited to: infection/abscess/cyst, localized or systemic blood clots, including pulmonary emboli..." 32226-e-2023-03.

Event description:
This complaint was identified during review of the sm2 simplify disc study report the noted-on (B)(6) 2018, a patient underwent a 2 level cervical total disc replacement unreported what level they were placed. On (B)(6) 2023, the patient was presented to the emergency room with leg pain and CT scan showed 3 deep vein thrombosis and treated with medication and referred to a specialist and was reported resolved.